Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # k142688. 1 x echo-hd-22-c lot number c1216755 was returned to cirl for evaluation. Upon evaluation of the returned device, the following was noted: the needle was fully retracted into the sheath upon return and the stylet was in place. The device was stiff to advance and retract. The needle was kinked at 2.5.3cm from tip. The stylet cannot be re-inserted past the kink. During the lab evaluation the engineer curved the needle which would replicate the curve that would be applied in the scope , the needle could not be advanced. An image was provided for this complaint. The customer complaint is considered to be confirmed as the needle was kinked/bent. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-22-c device of lot number c1216755 did not reveal any discrepancies that could have contributed to this complaint issue. According to the information received no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the user advanced the device through endoscope channel to reach desired position. Puncture into pancreas. Then needle could not advance and retract back to sheath. Withdraw the device from the channel. Then about 2 cm from tip of needle was found bent . Replace new device to finish the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # k142688. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. An image of the device was provided for review. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony and image provided. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for the echo-hd-22-c device of lot# c1216755 did not reveal any discrepancies that could have contributed to this complaint issue. According to the information received no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user advanced the device through endoscope channel to reach desired position. Puncture into pancreas. Then needle could not advance and retract back to sheath. Withdraw the device from the channel. Then about 2 cm from tip of needle was found bent. Replace new device to finish the procedure.